Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04729. Related manufacturer reference number: 2938836-2019-04731. It was reported that the left ventricular (lv) lead exhibited no capture. The lead was noted to be dislodged under x-ray it was seen that the lead had pulled back out of the cs. The lead was explanted. It was also noted that in september, the right ventricular (rv) lead was noted to have externalized conductors. The lead continued to remain stable, so the physician decided to leave it active and continue to monitor the implanted rv lead. When the patient's device was connected to the new lv lead, the set screw would not secure. Several attempts were made, and a new torque wrench was used with no success. The device was explanted and replaced. The patient was stable.